Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that almost 4 months post procedure the patient had 15x intermittent visual disturbance in the left eye, grayness and bright spots sometimes followed by a severe migraine headache. As per cec (clinical events committee) this adverse event had a possible relationship to the flow diverting stent and dapt (dual anti-platelet therapy). Lamictal 100mg was given to prevent migraine. The adverse event was resolved. Cta (cardiac computed tomography angiography ) results were normal findings. No additional information available.

Event description:
It was reported that almost 4 months post procedure the patient had 15x intermittent visual disturbance in the left eye, grayness and bright spots sometimes followed by a severe migraine headache. As per cec (clinical events committee) this adverse event had a possible relationship to the flow diverting stent and dapt (dual anti-platelet therapy). Lamictal 100mg was given to prevent migraine. The adverse event was resolved. Cta (cardiac computed tomography angiography ) results were normal findings. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ and ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.